Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient regularly felt shocks in their body several times a day. The manufacturing representative had not interrogated the system, but the hcp mentioned impedances were normal. The cause of the shocking was not determined. The patient has advanced parkinson's so they sometimes experiences falls. The hcp did not think the falls were related to the shocking sensation. The shocking sensations were not related to certain body positions and no shocking was experienced when stimulation was off. Shocking sensations were perceived to be strongest when stimulation was turned off or on. The shocking sensations seemed random and occurred multiple times a day, sometimes multiple times per hour. The interval between the sensations could be long or short. Impedances were measured to be normal except for one unipolar measurement on an unused electrode on the left side. Electrode 8 had unipolar impedances of 3537 ohms. The ins was reprogrammed to lower the frequency and electrode polarity and the changes seemed to resolve the shocking sensation, but the patient's reduction in parkinson's symptoms was not sufficient. The ins was reprogrammed back to the most beneficial settings for symptom reduction. At the patient's last check up in (B)(6) 2017, the patient did not report an shocking sensations. The patient was receiving effective therapy. No further patient complications were reported.